Manufacturer narrative:
(B)(4). As the date of the event onset was reported as unknown; however, the date the patient received medical attention was reported as (B)(6) 2015, henceforth this will be the date of onset. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. Treatment details were not reported. Dianeal therapy remained ongoing. The patient's recovery status and outcome of the event were not reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). It was reported that a patient who experienced a previously reported peritonitis event subsequently passed away coincident with peritoneal dialysis therapy. The cause of death was related to advanced lung cancer, but was not further specified. On an unknown date while hospitalized for an unrelated diagnosis, the patient was diagnosed with the previously reported peritonitis event (previously, the date of the peritonitis was reported as the date hospitalization began and it was reported that the patient was hospitalized for the peritonitis event). The patient was hospitalized at the time of death. The patient was not recovered from the peritonitis event at the time of death. It was not reported if an autopsy was performed. It was reported that peritoneal dialysis therapy was likely ongoing during the hospitalization, but it was not reported if the patient was connected to the baxter healthcare device and/or performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. Should additional relevant information become available, a supplemental report will be submitted.